Event description:
Customer reported she inserted a new sensor on monday and for two days the number are off. Customer was advised to keep the sensor and the transmitter away at least two inches so the sensor wont read the insulin being delivered. Customer understood and stated that would be the reason why blood glucose was shown between 200 to 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.